Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button with a lot of force before the pump screen turned on. Reportedly, the button looked depressed on one side and does not appear to be operating correctly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer had an alternate pump available for insulin therapy.